Event description:
It was reported that during a neuro surgical procedure, the dura was torn. The device subject to this MDR, stopped automatically upon reaching the dura. It was further reported that the torn dura was repaired during surgery and the procedure was completed successfully.

Manufacturer narrative:
Device not returned to manufacturer for evaluation as yet. It was reported that the device allegedly involved in this event was reused. The label for the device subject to this MDR states "do not resterilize. Do not reuse". A warning in the IFU for the device subject to this MDR states "single use only. Do not reuse or resterilize. Failure to comply may result in serious patient injury or death."